Event description:
When the user was performing polypectomy during a colonoscopy, the user used the subject device for a local injection but it failed to extend the needle from the sheath. The user had no spare device, so this procedure was postponed. There was no patient injury reported since this procedure had no imperious need.

Manufacturer narrative:
The subject device was returned to olympus for investigation. The investigation confirmed that the tube was kinked at 655mm from the distal end. As the result of checking the manufacturing record or the same lot, nothing abnormal related to this phenomenon detected. From this investigation result, the needle wasn't able to be extended from the sheath since the frictional resistance became higher between the tube and injection tube that was inserted inside the tube due to the kinked tube. It is supposed that the tube was kinked since a physical bending load was added to the tube.